Event description:
It was reported that water found in the air module of the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
No service requested by the customer. We have not received any parts, logs or any visuals. According to the information receieved from our fse (field service engineer), the source of the water into the air gas module was the water from the hospital's air source. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.the root cause is attributed to the faulty air supply in the hospital. H3 other text : 4112